Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the guide wire inside the package of the product affected and was exposed externally in the proximal end. The guidewire was not used. Per follow up via ibc on 07 sep 2020, it was confirmed that there was no damage to the package material.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this issue is "improper material selection/geometry". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the guide wire inside the package of the product affected and was exposed externally in the proximal end. The guidewire was not used. Per follow up via ibc on (B)(6) 2020, it was confirmed that there was no damage to the package material.